Event description:
A report was received that the patient was experiencing discomfort at the pocket site, and was experiencing difficulty charging. The patient underwent a pocket revision and the physician repositioned the ipg to a more comfortable position. The patient is reportedly doing well, and is able to charge effectively.